Event description:
It was reported to medtronic minimed that the customer experienced pump error 25(this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit p-cap / test reservoir locked properly in place. The pump powered up properly after battery installation. The pump passed the displacement test, active current test. No unexpected pump error 25 noted during testing. The pump failed the sleep current test. Pump error 75 alarmed during self test due to moisture damage on electronic assembly and battery tube assembly. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged pump error 25 confirmed. Pump error 75 alarmed during self test due to moisture damage on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.